Event description:
It was reported that during inplant attempt of the right ventricular (rv) lead the helix would not deploy. Therefore the rv lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, all insulators were breached cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was a tip seal observation and the lead appeared damaged at implant. The analyst noted that the lead insulation was punctured with a scalpel at 56.5 cm to inject alcohol to remove the stylet from the distal coil which was stuck due to dried blood. The helix cannot extend and retract due to distal conductor distortion within the connector.